Event description:
The reporter stated that she ¿has heard of things like infection and permanent damage from pumps, including some of her friends.¿ the reporter could not confirm if the pumps were made by this manufacturer and provided no further information. The reporter stated that she had heard positive things too. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).